Event description:
It was reported the pt (B)(6) lost stimulation due high impedance for the lead. As such, the device was explanted. A replacement lead will be implanted at a later date.

Manufacturer narrative:
Results: complaint was confirmed "high impedance." As received, the lead was kinked with all wires broken at approx 18cm from the stimulation end. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.